Event description:
The customer reported that the ventilator has a loud leak that was found when ventilator was turned on. No patient involvement.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and replaced blender regulator to fix the reported issue. The ventilator operated according to specifications.